Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl at the time of incident. Customer experienced symptoms such as diabetic ketoacidosis and insulin pump was suspend. Customer treated with insulin drip and insulin fluid. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.